Manufacturer narrative:
The service technician performed a function test and visual inspection, which the lift failed. The technician found that the left patient side middle beam was bent, which caused one wheel to come off the floor when lifting. The issue was resolved by replacing the middle beam. This issue is determined to be caused by a mechanical malfunction. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Although there was no injury associated with this event, if the reported malfunction were to recur during use it could lead to serious injury or death.

Event description:
A company representative - service personnel contacted technical service to report that the viking m had an issue, customer called in to report that their lift is tilting when being raised. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Device inspection is pending at the facility. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative - service personnel contacted technical service to report that the viking m had an issue, customer called in to report that their lift is tilting when being raised. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.